Event description:
Customer reported the probe handle is too small and forces users to hold it between their fingers, causing pain in the wrist and arm. Three technicians are on medical leave. This MDR report will represent the first of three technicians. Repetitive use injury is not uncommon within the sonographer community and is usually attributed to inadequate or poor user technique and work load. This is the first such complaint with this probe as it was designed to be small and lighter weight for improved ease of use.